Event description:
A complaint was received regarding the inability to power the reader on by charging or inserting a strip. As a result, on (B)(6) 2022, the customer experienced excessive sweating and was unable to stand and lost consciousness, however, was able to self-treat with glucose water. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.